Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine discharge check after a generator upgrade. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes. T wave oversensing was suspected but not confirmed. Programming changes were made. The patient was in stable condition.